Event description:
Surgeon was using pi drill and the drill got so hot that it burned the patient's left nasal sill and also burned doctor's fingers. The drill bit ref 8450-009-030 also got stuck in the drill tip sn (B)(4). The pi drill attachment being used was sn (B)(4). The drill cord was sn (B)(4). Bactroban was used on the left naris burn after the procedure was completed. Drill equipment has been tagged and sent to decontamination.